Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 515056, lot#: unknown. It was reported by the customer that the optima pieces spontaneously unluer from alaris spin collar on tubing, putting clinicians and patients at risk for exposure to hazardous drugs. Verbatim: customer letter attached. This has been an ongoing issue for over 2 years. Optima pieces spontaneously unluer from alaris spin collar on tubing, putting clinicians and patients at risk for exposure to hazardous drugs. The bd clinical team has trained and retrained all 5 of the swedish hospital staff and this problem continues.

Event description:
No additional information.

Manufacturer narrative:
No samples or photos received for investigation. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Manufacturer narrative:
One n40 injector sample, connector, and tubing sets received for investigation. Through visual inspection, no defects or issues observed. Functional tetsing was performed, injector was luered onto the IV sets. No luer lock disconnection occurred. Testing results for all critical dimensions are within specification. A device history review was performed for reported lot 2308305, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Five retained samples from the same lot were evaluated, no damage or defects observed. Functional testing was performed, sample was attached to a syringe. No issues or leakage were found on the injector. No luer lock disconnection occurred. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Testing results were reviewed for the reported lot and found all product met required specifications. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
No additional information.